Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011, to treat incontinence and cystocele. It was reported that she experienced pain, urinary problems, bleeding, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No add'l info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.